Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01817. It was reported the patient was no longer receiving effective stimulation. He did not use his scs system for several years due to multiple unrelated health issues and surgeries, but continued to charge his ipg. An sjm representative met with the patient and lead diagnostic tests showed multiple invalid contacts. Reprogramming was unable to resolve the issue. X-rays were taken and showed a kink on the left lead, and a slight wave on the right lead. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.